Event description:
The customer reported that they had a pt drop out. The pt had been on the 11th floor system and was being transferred to (B)(6). While being transported, the pt dropped out; the nursing staff reported that the waveforms were still on the micropaq device. During the drop out, the pt went into a code blue. The nursing staff was with the pt, as they were transferring them, so they were able to quickly respond. The pt was ultimately discharged.

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is finished. In the meantime, we are reporting in an abundance of caution.